Manufacturer narrative:
Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. Product history review could not be completed due to lack of information. Lot number and cartridge serial number were not provided. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer received a suspected false negative result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn unknown, lot unknown, reader sn (B)(6) ). Although requested, customer did not respond to technical supports attempts to obtain further information regarding the event. The information for this event was initially submitted through webtrader as MDR report number 3016758165-2023-00656 su on (B)(6) 2023. Please disregard MDR report nubmer 3016758165-2023-00656 su.